Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 266mg/dl. The customer's expected fasting blood glucose test result range is 120 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 144 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): result 1 :114mg/dl date: (B)(6) 2017 time:10:39pm fasting, result 2 :165mg/dl date: (B)(6) 2017 time:06:27pm fasting, result 3 :143mg/dl date: (B)(6) 2017 time:10:24pm fasting, result 4 :124mg/dl date: (B)(6) 2017 time:10:46pm fasting, result 5 :266mg/dl date: (B)(6) 2017 time:11:44pm fasting, customer is primarily concerned with the 266mg/dl reading because her blood sugar has never read 200mg/dl or above. Customers date and time is not set correctly on the meter.